Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the blue port does not spring back up after disconnecting medication tubing. The next time a new medication is connected and infused, it leaks everywhere. There's no report of patient harm.